Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported by pt's counsel that his client rec'd a durom acetabular component 52/46, left side, on (B)(6) 2006. At the time of this report, the pt is currently being monitored for unk reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the pt is currently being monitored and has not been revised to date. The reason why the pt is being monitored cannot be ascertained from the info provided, but the date of the implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. The should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical report will be filed. The need for corrective measures is not indicated at this time. (B)(4).